Event description:
The customer reported that the bare wires were showing on the interconnect cable.

Manufacturer narrative:
(B) (4). The ge service rep ordered and replaced the damaged interconnect cable. He replaced damaged workstation monitor cover. The system operates as intended.